Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4269 boston scientific lead, implanted: 1997-(B)(6). (B)(4).

Event description:
It was reported that the patient is experiencing syncope and have been in the emergency department quite a bit. The clinicians believe that is due to anxiety issues. It was noted that they were wanting suggestions on how to make the rate drop response more aggressive on the implantable pulse generator (ipg). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.